Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered the aspirate probe one tubing was disconnected. The cse reinstalled the tubing and replaced junction tubing. The cse ran empty and fill procedure and the customer ran quality controls. The cause of out of range quality controls and a discordant, falsely elevated tni-ultra result was due to disconnected aspirate probe tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Quality controls (qc) on multiple methods were out of range following the daily cleaning procedure (dcp). The customer stated that the same qc material was within range on an alternate advia centaur xp instrument. The customer repeated all patient samples which were run after the daily cleaning procedure on an alternate advia centaur xp instrument. A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on the advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated after the dcp on an alternate advia centaur xp, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.